Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, acquisition was not available. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as an error of the ias (image acquisition system) due to powering off. In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation in "bypass mode". The problem itself does not represent a total loss of functionality as there is remaining imaging functionality at any time. The affected ias was exchanged and the system was returned to clinical use. The manufacturer is not considering further actions resulting from this individual event.